Event description:
The account alleged that the bed is flashing err-8. The account alleged the coiled communication cable is severed and has bare metal wires exposed. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.